Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, the device was making noise when moving up and down. The user site reported that the mediolateral oblique (mlo) button that is pressed to move the c-arm into a different angle was not working. The user site reported that the filter at the bottom of the detector needed cleaning. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and reported that the stuck c-arm switches were causing the c-arm to rotate until failure. The fse observed that the detector air filter needed to be replaced. The fse replaced the air filter in the detector cover along with the c-arm switches, performed functional system checks, and verified that the system is working according to manufacturer specifications. No further information is currently available.